Event description:
It was reported that on the day of a replacement there were readings greater than 10,000 ohms. During the impedance check at 0.7v on the lead all values were greater than 10,000 ohms except contact 11. They only tested at default. The patient would see in a couple of weeks for a follow-up and programming at that time. The physician was unsure what the therapy and settings were at since the patient had used stimulation since 2008. There were stimulator replacements, high impedances. The patient was seen on (B)(6) 2015 and the right battery was able to get bilateral leg coverage with one lead. 8,9,10,12,14,15 electrodes had >10 ,000 impedances, the cause was undetermined. The patient did not have any pain in her legs at the time of the report. The left battery had high impedances on electrode 11>10,000. They attempted to program to get good back coverage and at the time was only able to get some coverage of back however not midline or up by bra line where the patient needed it. The patient was seen on (B)(6) 2015 and was able to use old telemetry to program and gain adequate coverage of upper and left back. Cycling and group adjust were added. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v053528, implanted:(B)(6) 2007, product type: lead. Product ID: 3888-45, lot# v053528, implanted:(B)(6) 2007, product type: lead. Product ID: 3888-45, lot#: v038166, implanted:(B)(6) 2007, product type: lead. Product ID: 3888-45, lot# v000790, implanted:(B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted:(B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 97702, serial# (B)(4), implanted:(B)(6) 2015, product type: implantable neurostimulator. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).